Event description:
Medtronic received a report that initially, the coil was advanced appropriately, however during the procedure the coil was released spontaneously, without having fractured the guide wire. The coil was removed. There was coil separation/break/premature detachment. The coil was removed from the patient together with the cover. There was no surgical or medicinal intervention required. The pushwire was not bent or broken. There was no friction or difficulty during delivery. The physician did not reposition the coil. The physician did not attempt to detach the coil. The physician did not rotate the delivery pusher during procedure. The continuous flush was administered during the procedure. No patient symptoms or further complications were reported as a result of this event. No medical or surgical intervention needed to prevent a permanent impairment of a function. The event did not lead to or extend patient hospitalization. There was no injury as a result of the event. The device and any accessories were prepared as indicated in the IFU. The patient underwent surgery for pelvic varicose vein embolization. It was noted the patient's blood flow was normal and vessel tortuosity was moderate.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis #(B)(4). :equipment used: video inspection system (m-85519), ruler (m-83361) drawing(s) referenced: (B)(4). Rev. A as found condition: the concerto device was returned for analysis within a shipping box; within three various plastic biohazard pouches and within an introducer sheath. The already detached implant coil was also returned. The unknown micro catheter used during the event was not returned for analysis. Visual inspection/damage location details: the actuator interface was found securely attached to the coupler tube. The break indicator was found still intact. There were no evidence of detachment attempts at these locations. The distal ~4.8cm of the concerto pusher was found bent (figures e <(><<)>(><(>&<)><(><<)>)> f). The coin was found still against the lumen stop. The shield coil was found slightly stretched (figure f). The detach element stick was found broken, with the ball still within the retainer ring (figure g <(><<)>(><(>&<)><(><<)>)> I). The outer diameter of the detach element stick was measured and found to be 0.002¿, which is within specification (specification: 0.002¿ minimum). The implant coil was already detached. The implant was found knotted up and slightly stretched (figures h). Conclusion: based on the analysis performed, the customer report of ¿coil separation/break¿ was not confirmed, but the report of ¿premature detachment" was confirmed. The cause of the separation was found to be due to the broken detach element stick. In addition, the shield coil was found stretched, and the distal pusher was found bent. The potential causes of the damages are patient vessel tortuosity, coil not retracted in a one-to-one motion with the implant pusher during repositioning, pushwire rotation or advancing/retracting the device against resistance. Customer reported no bends/kinks to the pusher, continuous flush was used, no rotation of the delivery pusher, vessel tortuosity as moderate, and devices were prepared per IFU. The likely cause could not be determined. As the unknown micro catheter used during the event was not returned for analysis, any contribution of the micro catheter towards the failure could not be determined. As the model and lot numbers were not reported, compatibility could not be assessed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the cause of the event was not determined.